Manufacturer narrative:
(B)(6). Results: bd received samples and photos from the customer facility for investigation. Bd was able to confirm customers' indicated failure mode of molding defects on hemogard cap. The samples and photos were evaluated and the customers¿ indicated failure mode for molding defect with the incident lot was observed. Conclusion: root cause was determined to be due to gate flash, mould number u16 was common to both returned caps.

Event description:
It was reported that the bd vacutainer® citrate tubes with light blue bd hemogard¿ closures had molding defects on several tubes on the hemogard part of the tube. No serious injury, blood to mucous membrane exposure or medical intervention was reported.

Manufacturer narrative:
Additional information: a DHR review was performed. DHR/bhr review: no qns or other issues relating to the reported defect were identified in the DHR.